Event description:
Boston scientific crm received information that this chronic right ventricular defibrillation lead was associated with a remote monitoring alert for high out-of-range pace impedance measurements. A boston scientific field representative and a technical services consultant (ts) discussed that the daily lead measurements had been trending upward for about six weeks, and follow-up troubleshooting techniques to check for a possible lead fracture. There were no adverse patient effects, and the lead remains implanted and in service.

Event description:
The lead subsequently was explanted and replaced with another rv defibrillation lead with no adverse patient effects.

Manufacturer narrative:
A boston scientific field representative subsequently reported the patient was seen clinically, and the high rv impedance measurements were confirmed. In addition, the patient was experiencing rv loss of capture. The patient, although pacing dependent, did not experience any adverse effects, due to left ventricular pacing. The patient's rv capture returned at a higher setting, and the device was reprogrammed accordingly. The patient is scheduled for an rv lead extraction and replacement.

Event description:
--

Manufacturer narrative:
This lead's reporting status is changed to serious injury from malfunction due to explant. This report will be updated if the lead is returned for analysis.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed at 12 and 16 centimeters from the terminal pin; the entire lead body appeared to have been returned. The extracting stylet was inside the distal segment. Setscrew marks were noted on all terminal connectors. Calcium deposits, mostly covering the distal tip mesh screen, were noted. The lead segments capable of being tested for electrical resistance passed; the negative rate sense channel could not be tested due to the presence of the extracting stylet, however, an x-ray showed no evidence of a fracture. A pressure test confirmed the integrity of the insulation of the distal segment; the terminal segments could not be tested due to cuts in the insulation in multiple locations. The clinical observation of high out-of-range pace impedance measurements could not confirmed by analysis, although the calcium deposits could potentially increase lead impedance measurements.